Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device explant had taken place. Perioperative antibiotics were administered. The date of onset/diagnoses was (B)(6) 2015. The patient did not have meningitis. Signs and symptoms of the infection included redness and pocket erosion. The primary infection location was the device pocket. A culture was obtained from the device pocket and the organism cultured was coagulase-negative staphylococci (cns). Treatment instituted included intravenous antibiotics, oral antibiotics and partial device system explant. Patient outcome was infection resolved.

Event description:
It was reported there was an infection and an explant planned for 13 days after report. There was no alleged product issue and it was unknown if any diagnostic testing or troubleshooting was performed. It was unknown if there were any patient symptoms or complications associated with the event and the patient outcome was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0nz8v, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0nz8v, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2014, product type: extension. (B)(4).